Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the introducer sheath, coil and delivery wire were returned for analysis. The delivery wire was returned inside the introducer sheath. The introducer sheath was inspected and blood was present. The twist lock had been opened. The coil was inspected and found to be stretched and kinked at the proximal end, dried blood was present on the fiber bundles. The interlocking arm of the coil had been pulled off and had not been returned. There was evidence of weld marks on the coil. The delivery wire was inspected and there was no anomaly noted. Microscopic inspection was done. The zap tip shape and surface of the coil and the delivery wire were smooth. The interlocking arm of the delivery wire was inspected and no anomaly was noted. The delivery wire dimensions were found to be in specification. The coil dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as insufficient flush was maintained during the procedure. Please note that the dfu states ¿in order to achieve excellent performance of the interlock fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that a continuous flow of appropriate flush solution be maintained between a) the microcatheter and guiding catheter, and b) the microcatheter and any intraluminal device.¿ (B)(4).

Event description:
Reportable based on device analysis completed on 24jun2016. It was reported that the coil did not come out from the tip of the catheter. The target lesion was located in the moderately tortuous internal iliac artery. An 18mmx40cm interlock¿-35 was used after a 5f catheter was delivered; however, it was noted that the coil did not come out from the tip of the catheter. The physician removed the coil and re-flushed the catheter and delivered another coil, however the same issue occurred. The procedure was completed with a non-bsc coil and micro catheter. No patient complications reported and patients' condition was good. However, device analysis revealed that the interlocking arm of the coil had been pulled off.